Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (284-400 mg/dl). Assistance was required from customer's father to administer a manual injection. Health care provider prescribed adjustment to pump settings to resolve the issue.